Event description:
It was reported that a thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024, computed tomography angiography (cta) identified a laminar thrombus attached to the threaded insert of the closure device. The patient was taking 81mg of aspirin daily at the time the thrombus was identified but was not therapeutically consistent. The patient was instructed to resume anticoagulant medication and will undergo future imaging to evaluate the thrombus.